Event description:
It was reported that during the procedure the doctor was using the item and the suction went out and didn't work. Item was being used for its normal purpose. Allegedly, they had this problem before. Furthermore, they tried to clear suction but were unsuccessful. Another unit was used and it functioned properly and was able to complete the procedure successfully.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.